Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction: finger removed before strip had sufficent time to fill.manufacturer contacted customer with follow up phone call for knowing customer condition; customer condition improved; customer did not seek medical attention;customer is using a new meter and satisfied with new product blood glucose reading results (170mg/dl) on (B)(6) 2016.

Event description:
Consumer reported complaint for e-2 error; test strip error. The customer's wife, (B)(6), is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 to 170 mg/dl. The customer reported symptoms of dry mouth and dizziness. Medical advice via contacting the physician on the phone is reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. The customer provided that they have had recent changes to medication unrelated to diabetes (steroids). On (B)(6) 2016, blood tests were performed by the customer non-fasting and produced test results of 330 mg/dl at 06:07pm, 550 mg/dl at 07:30pm, 570 mg/dl at 09:30pm, 580 mg/dl at 11:30pm, and 540 mg/dl at 12:30am on (B)(6) 2016. A blood glucose result from back-to-back blood test is unable to be obtained during the call on (B)(6) 2016 due to e-2 error. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous non-fasting test results: (B)(6).